Event description:
Report received from the USA stating that there was a "hole in the hose" of the device. The hole in the hose was discovered during a routine inspection. The device was not used in surgery. There were no injuries or medical interventions reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.